Manufacturer narrative:
This information was incorrectly reported on the previous MFR. Report.

Event description:
Product analysis for the returned tablet serial cable was completed and no anomalies associated with the serial cable performance were noted. The serial cable performed according to functional specifications.

Event description:
It was reported the physician did receive a new programming wand and serial cable. The complaint programming wand and serial cable were received for analysis. Product analysis for the returned programming wand with serial cable was completed. The reported failure to program was confirmed. The serial cable, which produced the communication errors, had an open conductor. A known good bench serial cable was substituted and all communication errors cleared. No visual anomalies were identified and continuity testing of the battery cable passed. After the serial cable was substituted, the programming wand performed according to functional specifications.

Event description:
It was reported the physician needed a new wand and serial cable as his wand and serial cable were reported to be malfunctioning. It was noted after troubleshooting that the physician's programming system would work if using a new wand and a new serial cable. It was also noted the complaint serial cable was loose. A new wand and serial cable were shipped to the company representative to deliver to the physician. The wand and serial cable are expected to be returned but have not been received to date. Attempts for additional relevant information have been unsuccessful to date.